Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) which was implanted for 9.9 months displayed a monitoring voltage of 2.63 volts and a charge time of 8 seconds during a follow-up visit. A memory dump indicated that the device was depleting prematurely and thus, technical services recommended close monitoring. Approximately 2 months later, the device declared elective replacement indicator (eri), with a voltage of 2.49. The device was explanted. Replaced and returned for analysis.